Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in a mildly tortuous and non calcified coronary artery. A 3.00 x 28mm synergy ii drug-eluting stent was advanced to treat the lesion. However, when inflating the balloon, it was noticed that the stent had moved on the balloon. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a synergy ii us mr 3.00 x 28mm stent delivery system (sds) was returned for analysis with a separate stent. A visual and microscopic examination of the separated stent identified that the stent was damaged along its entire length. The balloon was reviewed. There was no stent on the balloon. Crimp stent markings visible on the balloon body and the balloon appeared to be tightly folded. There did not appear to have been any significant pressure applied to the balloon. A red medium resembling blood was visible on balloon body. A visual and tactile examination of the hypotube found multiple kinks along the hypotube. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in a mildly tortuous and non calcified coronary artery. A 3.00 x 28mm synergy ii drug-eluting stent was advanced to treat the lesion. However, when inflating the balloon, it was noticed that the stent had moved on the balloon. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.